Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Additional suspect medical device components involved in the event: model: sc-2316-50; serial/lot: (B)(4); description: infinion 16 lead kit 50 cm. Device discarded by facility.

Event description:
A report was received that the patient had high impedances. The patient had a revision to address the high impedance. During the revision both leads were removed and discarded by the facility. Two new leads were implanted. The patient is stable following the revision procedure.

Event description:
A report was received that the patient had high impedances. The patient had a revision to address the high impedance. During the revision both leads were removed and discarded by the facility. Two new leads were implanted. The patient is stable following the revision procedure.

Manufacturer narrative:
Additional information: device discarded by facility.